Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms there are no anomalies observed the foot switch was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline and all correct default settings were displayed. The electrode tip was submersed in a saline container and was tested in both ablate and coagulation modes. However ablate functions as intended and coagulation does not function. Hence the root cause for the reported failure is due to excessive corrosion found on the contact point of coagulation. A manufacturing record evaluation was performed for the finished device lot number,the device was manufactured in 2003 and there are no records available onsite to review. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the biomed stated that the vapr3 foot switch malfunctioned and needs replacement. There was no patient consequence indicated. It is unknown whether medical intervention was required or not. This is report 1 of 1 for (B)(4).